Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the abbott diabetes care (adc) device. A customer reported receiving an unspecified low scan on the adc device compared to an unknown reading obtained from an unknown device. It is unknown whether the customer noted a trend arrow on the device. It is unknown if the customer experienced an symptoms as a result of the adc device however, the customer indicated that they had to call the emergency services due to reported issue. The customer further reported receiving third-party treatment however, details of the treatment were not provided as the "customer abandoned the live chat session". There was no report of death or permanent impairment associated with this event.